Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 428 mg/dl. The customer then made some adjustments to the insulin pump with his doctor. The customer also experienced issues with the infusion sets. The customer advised that replacement infusion sets could be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.